Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while applying the device on the tissue the device broke and did not fire. Another device was used to complete the case. There was no patient injury.